Event description:
A sensation oval was used for a therapeutic polypectomy. During the procedure, electrical current was lost and the snare became embedded in the polyp. Another device was used to complete the procedure.